Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an appointment on (B)(6) 2016 and wanted to see if something could be there to make an adjustment. The patient wanted to try one more time before they moved it because it was not working. It was reported that the patient had the initial adjustment and then 1-2 adjustments. The patient stated that they knew that they needed to try 1 more adjustment before they move the implantable neurostimulator (ins). The patient stated that they knew that they had to wait a couple of months after implant for things to settle down or swelling to go down and see how it works for them. The patient stated that they had always directly contacted the manufacturer representative and would do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.